Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, within the same month but prior to this event, the pt began treatment with dianeal 2.5% ultrabag, (dose and frequency not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a break in aseptic technique, described as patient made a mistake (details not provided). The patient experienced peritonitis which did not require hospitalization. On an unreported date, the pt received treatment which included injections of vancomycin, 1gm, intravenously (IV) stat and piperacillin plus tazo, 4.5gm, 2x/day for 14 days. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy remained ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.